Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, according to the scrub tech, the device was loaded with an ecr60t along with a peristrip. The stapler was applied to thick antrum tissue. It was fired partially, after one squeeze of the firing lever, and then couldn't be advanced. A new long60a and ecr60t (with peristrip) were placed adjacent to the partial staple line. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? First. What other color cartridges were used before and after this event? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was noted partially fired. Upon evaluation of the reload, the cartridge body, some drivers, and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.